Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer was not touching the pump when he received the error. Customer stated that this had happened before with a previous pump and the button eventually came back up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.